Event description:
The MFR received info alleging a ventilator's low inspiratory pressure alarm sounded continuously. There was no harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the MFR for evaluation. An issue related to the active exhalation control module was observed. The device's active exhalation control module was replaced to address the issue.